Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance (sli) measurements of less than 20 ohms. Boston scientific technical services (ts) discussed troubleshooting measures as well as the possible reasons this observation occurred. Additional information was obtained and indicated that the lead impedance was fluctuating between 20 and 50 ohms. The physician recommended a high voltage test but the patient refused it. No actions taken at this time .the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.